Event description:
It was reported that the device was used during a lung wedge resection, thoracotomy procedure. It was reported by the rep that after (2) successful firings of the tct75 cutter, the surgeon could not get the instrument to engage for the 3rd firing, and the firing knob would not advance. After removing the instrument, several of the staples on the proximal end of the staple line were partially formed. The case was completed with another tct75 being used. There was no consequence to the pt.